Event description:
It was reported to the philips that the device required repairs for an unspecified issue related to an equipment alarm.

Manufacturer narrative:
Reporting institution phone:(B)(6). Reporter phone: (B)(6).

Manufacturer narrative:
The customer has declined service and repair of the device. The customer can call back if they wish to have philips support and service. Although no repair was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.